Manufacturer narrative:
The healthcare facility¿s biomed team reported that the ventilator was involved in a fire-related patient incident and requested an evaluation of the unit. According to the biomed, the ventilator was in clinical use in the ICU when the fire occurred. The patient had been on invasive ventilation for 18 days with an oxygen concentration set to 65%. The fire reportedly originated at the electrical outlet to which the ventilator was connected. Upon detection of the fire, a fire extinguisher was used, and the patient was promptly disconnected and evacuated from the room. No injuries were sustained by the patient. The facility confirmed that no specific actions, such as equipment adjustments, power interruptions, or alarms, were taking place at the time of the incident. Additionally, no modifications, accessories, or unusual environmental factors (e.g., electrical fluctuations, humidity, or flammable materials) were present. The ventilator had not experienced any previous malfunctions, warnings, or maintenance issues. A field service engineer conducted an investigation and found fire damage at the distal end of the power cord, as well as charring on the air and oxygen hoses. The ventilator was also covered in powdered chemical residue from the fire extinguisher. Upon removing the front cover, internal contamination from the extinguisher¿s chemical residue was observed. However, an inspection of the pc boards revealed no evidence of fire-related damage or ignition points within the device. Due to the internal and external contamination from the fire extinguisher¿s chemical irritants, getinge advised the healthcare facility that the ventilator should no longer be used. It was recommended that the unit be removed from service and disposed of. In conclusion, there are no indications that the fire originated within the ventilator itself, as no fire-related damage or ignition points were found inside the device. The most likely cause of the incident was an electrical overvoltage at the wall outlet to which the ventilator was connected.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator, which was in clinical use in the ICU, caught fire and was extinguished by the respiratory therapist. The user facility has sequestered the ventilator, but no evaluation has been conducted yet. There was no harm to the patient. Manufacturer¿s ref #: (B)(4).